Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: * were the sutures broken during use on the patient? Or did they upon handling/before use on the patient? =>upon handling. When the operator was taking out the product from the package, he slightly pulled the suture by holding the needle with a needle-holder. At that time, the suture broke. This occurred with 2 products. * procedure name? =>no further information is available. H3 analysis summary: an empty opened foil, an empty winding former and needle-suture piece of product code z494 were returned to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface, in addition the end was observed broken possibly from a surgical instrument. The product code z494g contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Related events captured via 2210968-2023-05471.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. When taking out the sutures from the package, the sutures were broken when pulling with holding the needle with the needle-holder. There were no adverse consequences to the patient. Additional information was requested.